Manufacturer narrative:
The distributor technician replaced the air gas module. It was reported that the technician found water inside the gas module. We have received the test log and it shows that the inspiratory and expiratory valve test failed during system check out due to a too high pressure being reached. The gas module has not been returned for investigation despite several reminders and we have not received any additional information. Based on the received information that water was found inside the gas module and that the hospital replaced the air compressor, our conclusion is that the problem was traced to the hospital environment and not to the anesthesia workstation. The anesthesia workstation user's manual defines the maximum level of h2o in the supplied compressed air to be less than 7 g/m3.

Event description:
(B)(4).

Event description:
It was reported that the anesthesia workstation failed the inspiratory and expiratory valve test during system check out. There was no patient connected to the anesthesia workstation at the time of the event. (B)(4).